Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient with a large flexnav delivery system. It was reported the patient did have calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 3mm. Post procedure, it was noted the patient had a lengthened qrs interval. A decision was made to implant a permanent pacemaker. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.